Event description:
It was reported that (1) device was used during a laparoscopic bilateral tubal ligation. It was reported by the rep that during the case, an instrument was inserted into the 578sd trocar and the inner seal broke off and fell off into the pt. The surgeon retrieved the seal out of the abdomen. Another trocar was used to complete the case.